Manufacturer narrative:
Summary of eval: the results of the MFR's eval suggests that this event is not device related but is associated with intra-operative procedures.

Event description:
The tibial insert wouild not seat in the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.